Event description:
It was reported that log files were provided. It was said there was concern of power spikes or pump thrombus. The patient's echocardiogram showed a new increase in inflow. The log file captured some pulsatility index (pi) events. The log file captured routine events and there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported possible thrombus cannot be confirmed through this evaluation. A review of the submitted log files revealed the device operating as expected. No unusual alarms or events were noted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-038405. No further events have been reported. The relevant sections of the device history records for mlp-038405 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.